Event description:
It was reported that a system error (se) 2367 (resume error, critical error found) alarm occurred on a homechoice (hc) device during dwell. The patient was connected at the time of the alarm. The technical service representative (tsr) instructed the hp to cycle the power to clear the alarm and contact their nurse. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.